Manufacturer narrative:
Result: head left inner and outer siderail panels were cracked, and head right inner panel was cracked. Scale display assembly was cracked.

Event description:
It was reported by service report that the head left inner and outer siderail panels were cracked; the head right inner siderail panel was cracked, and the scale display assembly was cracked. No pt involvement or adverse consequences were reported.